Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, no atrial output was observed and lead impedance was >2500 ohms. The lead was disconnected and reconnected, but no pacing was noted and impedance was still >2500 ohms. Therefore, a new device was placed. Testing of the device after removal noted normal telemetry.